Event description:
The reporter stated that she did back to back blood glucose tests with results of 298 and 381 mg/dl. No test details were given. She said that she had headaches. Troubleshooting was not completed, and reporter asked to be called back for further info. Attempts to follow-up with reporter have not been successful.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8